Event description:
It was reported that sensing noise and lead damage were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.